Manufacturer narrative:
The reported event regarding fracture of a slap hammer shaft was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The slap hammer shaft failed at the dowel pin holes due to repeated impact overloads. The eds spectrum of the shaft material was consistent with a 17-4 ph stainless steel alloy. The material hardness of hrc 45 satisfied the drawing requirement of hrc 38 minimum. No material or manufacturing defects were observed on the device attributes evaluated. Inconclusion the shaft failed at the dowel pin holes due to repeated impact overload. No further action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
During surgery, surgeon was removing the femur with a slat hammer and the top part of the hammer broke. He used another one and completed the surgery without any delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, surgeon was removing the femur with a slat hammer and the top part of the hammer broke. He used another one and completed the surgery without any delays.